Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that the ilet bionic pancreas was dropped, resulting in a cracked screen with the top half nonfunctional, and the device was not synced prior to shut down. Symptoms included no injury. Outcomes included interruption of normal device use. Customer care provided support that included device replacement logistics. The device was returned for evaluation and confirmed the customer reported issue. Investigation of this case revealed physical damage to the display consistent with impact. It was concluded that the event was due to accidental damage to the device screen, not a device malfunction.